Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the 8mm synchroseal instrument stopped working. The instrument would no longer burn. Customer opened a new synchroseal to finish the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no failures reported in the logs during testing. The instrument was fully functional. Additional unrelated observation not reported by site: the instrument was found with torn jaw cover. The tears measured roughly 0.16" x 0.04". Visual inspection displayed no signs of missing fragments. Further, visual inspection found the cut electrode thermally damaged on the jaws. There was no material missing. The instrument was placed on in house system and passed engagement and recognition tests. The seal test was performed and passed. The probable root cause of the torn jaw cover was attributed to the user.